Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly. The ins was received with the battery discharged to the "sleep/lock" mode. After fully recharging the ins, it passed functional testing. The ins was also tested for the length of time it takes for the battery to discharge from "full" to "sleep/lock" mode at specific parameters. The battery discharged at the expected rate. According to the trace report taken from the ins, this device did not experience an overdischarge. The last time the ins was recharge while implanted was on (B)(6) 2016. The battery discharged to the "sleep/lock" mode on (B)(4) 2016. The last recorded adjustment made to the ins was to shut the therapy off on (B)(4) 2016. The is no record in the ins that it was recharged in december as stated in the event information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient reported via the company representative (rep) that there was premature battery depletion with the implantable neurostimulator (ins), discharged state. The patient was having surgery for a surgical lead implantation, removing the two epidural leads and implanting with a surgical lead. The patient last recharged on (B)(6) 2016- and assured the rep that it was fully charged, but discharge was found via the clinician programmer in pre-op on (B)(6) 2016. The doctor and patient decided the best option was to explant the ins and implant a new ins. The issue was not resolved at the time of this report. Further reported that the patient was still in the hospital on the day of surgery, but will make a full recovery and be discharged within the next 24 hours. No symptoms were experienced by the patient. The patient was alive with no injury, no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, lot# 0211239248, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, lot# 0210995917, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the patient had undergone "two repositions and both had been unsuccessful and migrated". The surgeon felt a plate lead would be better suited for the patient. The patient had little to no pain relief in the appropriate area due to lead migration.